Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel disfunction. It was reported that the patient noticed the handset battery was discharged and it would not take a charge or power on. As a result, the patient was unable to access MRI mode for their MRI tomorrow. The patient confirmed they were using a usb-c charging cable. The patient mentioned that the handset was working as of last friday, but they noticed it was charging slowly. The patient also mentioned that the handset has never seemed to hold a charge. The patient was warm transferred to healthcare it for further assistance. The patient was transferred back from hcit. The patient reported that they were experiencing back pain, and they didn't know if it was related to their stimulation or not. The patient stated that they had this pain prior to implant, but it got worse since the stimulator was placed. The patient stated that when they lay down they feel more stimulation. The agent reviewed positional changes with the patient. The patient also mentioned that they didn't know if their stimulation was working, because they only felt it when they connect and make adjustments. The patient stated that sometimes their relief on their current program was very reduced for a day or two. The patient inquired if these symptom's were often reported, the agent reviewed. The patient also inquired about where they should be feeling their stimulation, and the agent reviewed information and redirected the patient to their healthcare provider (hcp). The patient stated that when they first received their procedure it took multiple attempts to optimize therapy. The agent asked if they are happy with their current program. The patient stated that they were receiving greater then 50% relief, but it didn't work as well as it used to. The patient stated that they don't want to increase their stimulation any more. The patient also mentioned that they have urine retention. The patient was redirected to their healthcare provider to further address the issue. They stated they will try turning stim off to see if that helps with their pain.